Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02169. It was reported that the patient began to feel discomfort from her scs system. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Patient weight added.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-02169. Follow up revealed that the patient's scs system was explanted, which addressed the issue. Date of explant is currently unknown.